Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
It was reported that the customer passed away in a hospital. He was hospitalized on (B)(6) 2015. He went to parents' house, was not feeling well, had blood glucose of 500 mg/dl, would not change the insertion site; used only his stomach. He went to girlfriend's house. He was vomiting during the night. The customer had dka symptoms but waited almost 24 hours prior to going to the emergency room. The caller believes that there was scar tissue. The official cause of death was hypoxic encephalopathy, cardiac arrest, and dka. At the time of hospital admitted, his blood glucose was 1805 mg/dl. The customer did not allow anything to be done to him; he was combative and had to be tied down. He coded twice and had brain damage. The customer was not wearing the insulin pump at the time of death; it was disconnected at the time of hospital admittance - two weeks prior to passing. The customer never could tell when he had high blood glucose until it was too high. Insulin pump will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.